Manufacturer narrative:
D10 concomitant products: egia60amt egia60amt egia 60 artic med thick sulu - (lot#p5b0951); egia60amt egia60amt egia 60 artic med thick sulu - (lot#p5b0946) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure involving the reload, there were several issues, including extended surgical time by one hour; the first and third reloads had staple line formation, and the staple line was incomplete, while the second reload had a staple line bleeding issue. Manual suturing was done to fix the staple line and to stop the bleeding. The device was exchanged for another reload to resolve the issue.